Manufacturer narrative:
(B)(4). The device was requested for eval, however, there has been no response from the customer and no device has been received. A f/u report will be submitted should the device be received for eval.

Event description:
Received facility medwatch with the following event description: "pt heard a 'poof' noise and alerted nursing staff via nurse call system. Nurse noticed an odor in the room and the pt pointed to the IV pump cord plugged into the wall. Nurse noticed black residue on outlet. Nurse had pt transferred to another room. Pump was replaced and sent to biomedical engineering. Building and engineering was called to inspect outlet." The medwatch also states that biomed inspected cord and pump and that the cord had developed a short internally in the plug. Biomed could not determine if the cord was damaged in a way to cause the short. Biomed also, could not determine if the cord was being pulled which may also have caused the short. Building and engineering inspected outlet and found nothing defective with outlet. The cord was replaced and pump was tested. Pump passed its inspection and was returned to service. There was no report of pt or user harm and there was no medical intervention. The customer stated that no further pt or event info is available.